Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming pulse testing with associated service code 203 - pulse test fault. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming pulse testing with service code 203. Upon evaluation, there were broken solder connections at the u900 (analog mux) and u901 (quad micropower op amp) components. The cause of the incoming testing failure is the broken solder connections. The root cause of the broken solder connections cannot be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.